Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Via mammogram. Device remains implanted.

Event description:
Healthcare professional reported right side rupture via mammogram. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d1, d4, d6b, e1, g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 1738092: 535535: visibility/palpability, pain-ndr. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Device evaluation: the device related to the reported events of rupture was received on june 05, 2025, with lot number 1738092. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side rupture via mammogram. Device has been explanted.